Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead become dislodged and was pulled back into the atrium. The patient was suspected to have twiddler¿s syndrome. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.